Event description:
A healthcare professional (hcp) reported that they applied juvéderm® voluma¿ with lidocaine to the lips of a patient. 1 month later the patient started to have inflammation, after a 3-day dental infection. The patient stated that there were days when only part of the lip becomes inflamed or sometimes the entire lip. The patient also shared that they had breast implants. Additionally, the hcp reported the patient previously had edema in different body regions even before the first injection of juvéderm® voluma¿ with lidocaine in the lips. The patient¿s dental infection was treated with oral systemic antibiotic and caries removal procedure. The edema in the lip occurred after the dental infection. But there was no medical management indicated, and it resolved spontaneously. In the following days the edema is intermittent, asymmetric and appears in other areas.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "3-day dental infection", deemed not device related, is considered an unexpected adverse drug experience.